Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse stated that that left monitor displayed "x-ray system is starting" message and the right monitor displayed loading bar, however the system startup did not progress. A philips field service engineer (fse) evaluated the system onsite, suspected the suite pc as the cause of the system startup problem, and replaced the suite pc. After replacing the pc, the system was returned to use in good working condition and ready for clinical use. Further investigation revealed that the reported issue was the result of software malfunction. The suite pc was returned for analysis, and no failures were observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.